Manufacturer narrative:
The device is not available for investigation, but a photo sample is available to be evaluated, and a supplemental report will be submitted upon investigation completion.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where the customer reported that an unspecified chemotherapy drug was observed to be leaking from the sealed vent, resulting in 20-30ml of chemotherapy drug needing to be discarded. There was patient involvement but there was no exposure to the medication and there was no harm reported as a consequence of this event.

Manufacturer narrative:
Investigation summary (B)(6) 2026 received one (1) photo of the set. No leakage was observed from the filter vent. The complaint of leakage cannot be replicated or confirmed without the return of the used set. The lot history could not be reviewed due to no lot number being provided.